Event description:
She presented in 2007 with a substernal crushing chest pain, not relieved by sublingual nitroglycerin. One day later, she did decompensate from a clinical standpoint with evidence of cardiogenic shock and taken to the cath lab by the cardiologist where a diagnostic left heart catheterization was performed. This showed that the single leaflet of her medtronic valve was fixed in an open position and she had wide-open 4+ aortic insufficiency.